Event description:
Facility is using a thor class 3b laser for smoking cessation, weight loss and pain management without the required irb clinical research study. They advertised in the daily in 3 separate ads in 2005 that the treatment is safe and effective. This advertising is against the advertising guidelines of the irb as the study is to determine the safety and effectiveness of using the low level laser to treat theses conditions. They tell clients that they don't have to be in the study because they are under the supervision of a board certifited cardiologist. They say this complies with FDA regulations but rptr's understanding is that anyone that uses a class 3b laser for the treatment of nicotine addiction, weight loss and pain management must be participating in an irb research study.